Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use. It has fractured on the medial side of the post feature. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp was discovered to be fractured in sterile processing after a wash on an unknown date. The fracture did not occur during surgery, there no patient involvement. All pieces have not been returned. Attempts have been made and no further information has been provided.